Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that insulin had squirted from two reservoirs immediately after connecting the infusion set to the filled pump. No further details were given. No products were returned and the two reservoirs were replaced.